Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the connector connection on the infusion device is leaky. Pt stated he experienced a too high blood glucose level of more than 500 mg/dl. Exact blood glucose level was not provided. Pt's normal blood glucose level was not provided. Pt stated after taking correction via the infusion device, he smells insulin and insulin is flowing out of the connector. Pt reported the self-adhesive is wet. Pt stated this is the only problem with the infusion sets from this lot number. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.